Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues due to the pump not refilling after being pressed. A surgical procedure was performed to remove and replace reservoir and pump. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was microscopically inspected and tested for leaks, and it passed all testing. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, and no leaks were identified in the component. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues due to the pump not refilling after being pressed. A surgical procedure was performed to remove and replace reservoir and pump. There were no patient complications reported.